Manufacturer narrative:
Approximate age of device- 7 months, 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported through patient outcome that the patient was expired on (B)(6) 2018 due to cardiogenic shock associated with lvad/therapy. No autopsy was performed, the pump was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. The heartmate ii lvas IFU death as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.